Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a maximum air exceeded alarm occurred on an amia automated pd system. The patient was connected at the time of the alarm. The alarm resulted in the amia cycler shutting down. The patient was not able to complete therapy so they disconnected and removed the cassette. The technical service representative explained the possible causes of the alarm. The alarm was cleared. The amia cycler was operational. There was no patient injury or medical intervention associated with this event. No additional information is available.